Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up the atrial lead exhibited noise. The patient was asked to do isometric exercise and over sensing was detected. Due to patient's clinical condition the physician decided not to take any action. The lead remained implanted. The patient was being monitored.

Event description:
New information notes the patient's condition was good.